Event description:
It was reported that the patients ipg had migrated, which caused difficulty aligning the charger to the ipg and charging it. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was not kept by the medical facility.